Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of 410 mg/dl, and ketones. Customer was treated with intravenous insulin, magnesium and potassium, and was released from the ER 4 hours later. Upon being released from the ER, the customer's bg level was 200 mg/dl and the customer was ¿stable¿ condition. Reportedly, insulin was not observed to be exiting the infusion set tubing. Customer reverted to manual injections for insulin therapy.